Manufacturer narrative:
The customer¿s experience of an error code 800.8000.0 was confirmed in the pcu event log. The pcu event log shows that 3 out of the 4 times, the pcu was in use and then shows a power on event without a power off. These occurred at 12:57 pm, 2:31 pm and 6:19 pm and correspond to 800.8000 entries in the error log with the fault ID recorded as domain=4; class ID=3; current state=1; event ID=1. In all cases the event log recorded a dc power switchover event just prior to the error being logged. The error log shows multiple 800.8000 entries with this fault ID subcode. Functional testing performed was unable to replicate the 800.8000 error. Note: an invalid transition state is when un-expected interruption has occurred during software event processing and in most cases found to be associated with timing in the system design. 800.8000 ¿ the error code 800.8000 is a general software fault that has occurred with the operating system. When the system errors it is accompanied with an audio alarm. In most instances a visual message is displayed with an error code and instructions to the clinician on the appropriate corrective actions. If in a watchdog state the red arrow above system on key will flash which is an indication the system on key is now the power off key. The operating channels continue to operate as programmed without the ability to change the rate, dose or vtbi parameters. The module(s) will display a ¿communication error¿ because they are no longer receiving communication from the pcu. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was involved in a servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported that during a biomedical evaluation of the device, an error 800.8000.0. Code was observed in the event logs 323 times since october, 2014. No patient involvement was reported.